Event description:
A high impedance event was observed, from a review of the manufacturer's in-house programming history. On (B)(6) 2014 a system diagnostic was performed and the result showed high lead impedance. Additional relevant information has not been received to-date. No known surgery has occurred to-date.